Event description:
Significant bleeding noted from the one-way valve on the introducer sheath. Decision was made to exchange to a second introducer sheath of the same brand but a different serial number. The same result of significant bleeding was noted from the one-way valve again on this device. Reference report: mw5155105.